Manufacturer narrative:
E1: reporting address state: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the navigation ring reaction was intermittent. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the reaction of the navigation ring was intermittent. The field service engineer (fse) went onsite and confirmed the reported issue. The fse then replaced the front bezel where the navigation ring was installed and confirmed the reported issue was resolved. The fse replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed navigation ring located on the top right portion of the front bezel was returned to the product investigation lab (pil). The navigation ring was tested, and the failure was unconfirmed. Pil found that this navigation ring located on the top right portion of the front bezel connected to the standard test bed (stb) during test ventilator operation, did provide consistent increase and decrease of numerical setting choices in a linear fashion when used. This navigation ring located on the top right portion of the front bezel was verified to be functional with no error. H11: d4 - product UDI #.